Manufacturer narrative:
Physio-control evaluated the therapy pcb assembly and determined that the cause of the reported failure was due to a shorted diode, designator cr44. It was observed that the diode cr44 was shorted from legs 5 to 9.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
The initial mewatch indicates: physio-control evaluated the therapy pcb assembly and determined that the cause of the reported failure was due to a shorted diode, designator cr44. It was observed that the diode cr44 was shorted from legs 5 to 9. The initial mewatch should indicate: physio-control evaluated the therapy pcb assembly and determined that the cause of the reported failure was due to a shorted diode, designator cr30. It was observed that the diode cr30 was shorted from legs 5 to 9.

Event description:
The customer contacted physio-control to report that their device was displaying the service indicator and had logged an event code which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.